Event description:
On (B)(6) 2012 the distributor contacted animas alleging that the up arrow, down arrow, and ok keypad buttons are unresponsive. There was no reported patient impact as a result of the alleged malfunction. There is no further information available at this time. This complaint is being reported because the alleged keypad issue remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Manufacturer narrative:
(B)(4):investigation revealed that the keypad is torn near the ok keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The down arrow, contrast, and up arrow keypad buttons are intermittently unresponsive. There was evidence of keypad contamination found under the contrast and up arrow key contacts.